Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, placing difficulty / insertion issues and poor measurements were observed after screwing the helix into the myocardium. The pacing lead was then attempted to be screwed out in the usual way, but resistance was encountered and entanglement in the tissue occurred. The lead was removed from the myocardium after being pulled with relatively strong force and the lead was removed from the body. Threadlike tissue was observed to be adhered to the helix and could not be removed. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead exhibited high thresholds.